Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7070571.

Event description:
It was reported that the patient had loss stimulation and feeling stimulation in a non-target area. The stimulation should be in shoulder however, it was instead in the tail bone area. Reprogramming was done and the patient reported getting a relief. X-ray was done and showed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.